Event description:
Customer reported, that while performing an alveolar lavage during bronchial fibroscopy, rubber occlusive membrane of the fiberscope's operating channel ruptured and part of it fell into patient's bronchial tree. They were not able to recover it. Patient was admitted to intensive care unit for respiratory distress and undergone fibrescopy on the same day. Patient continued to be hospitalized in intensive care and actions were taken in the hospital to manage the patient.

Manufacturer narrative:
Sample is currently with the healthcare facility, however has been requested for investigation. Investigation of the complaint is currently on-going at the manufacturing site. A follow-up MDR report will be submitted when the investigation has been completed.

Event description:
Customer reported, that while performing an alveolar lavage during bronchial fibroscopy, rubber occlusive membrane of the fiberscope's operating channel ruptured and part of it fell into patient's bronchial tree. They were not able to recover it. Patient was admitted to intensive care unit for respiratory distress and undergone fibrescopy on the same day. Patient continued to be hospitalized in intensive care and actions were taken in the hospital to manage the patient.

Manufacturer narrative:
Sample is currently with the healthcare facility, however has been requested for investigation. Investigation of the complaint is currently on-going at the manufacturing site. A follow-up MDR report will be submitted when the investigation has been completed. Follow-up #1 01-10-2025. D9 - device not available for investigation. G3 - date updated for when the investigation results became available. H6 - coding modified for annex b, c and d. H10 - importer report number added. H11 : we are unable to verify the reported failure as the actual sample nor pictures were returned for investigation. Since the failure happened during alveolar lavage procedure, we suspect that endotracheal tube (ett) was used in order to isolate lungs and prevent fluid leakage into the ventilated lung. Retention sample from the same lot was retrieved for testing and it was confirmed that lubricated sample could smoothly pass through compatible ett. Simulation test was conducted by pulling out the scope of ett while bending section was not in neutral position and with minimal lubrication and damage to the bending section was observed. It is suspected that the possible cause of reported failure was that there was insufficient lubrication and that the bending section of the working channel was not in neutral position while removing the scope from ett with excessive force. However, the root cause could not be established due to insufficient information. Ambu production and quality performs 100% visual inspection and bending functionality inspection on each of the scope prior shipment. IFU states: 'when withdrawing the endoscope, the distal tip must be in neutral and non-deflected position.' And 'lubricate the insertion cord with a medical grade lubricant when the endoscope is inserted into the patient.' Quality alert has been raised to industrial engineering, production and quality control to alert them on this market complaint. We will continue monitoring the market for similar complaints.